Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died following a repositioning procedure. It was noted that the right ventricular (rv) lead exhibited high thresholds and non capture at maximum outputs. The patient was very ill and had what was suspected to be ischemia that led to the lead not capturing. During the lead repositioning, a potential perforation occurred. A pericardiocentesis and cardio-pulmonary resuscitation (CPR) were performed, approximately 450 cc of fluid removed, and the patient remained sick and hospitalized. After a successful lead repositioning, the lead parameters were excellent and remained excellent on the next day check. Several days later the patient had deceased and, at that time, the lead was undersensing and not capturing.